Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 2534) was unable to be duplicated. The monitor connected with the belt with no errors produced. Reporting the monitor out of caution due to the functional failure. The root cause for the service code 2534 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor that was displaying a service code.